Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a very calcified common femoral artery was attempted with a proglide device using the pre-close technique prior to percutaneous coronary intervention (pci) with impella support. Reportedly, after proglide deployment, the footplate lever was attempted to be closed and would not close. After opening and attempting to close again, the device was noticed to be stuck. Additional movement and torquing of the device was attempted, yet, the device was still not able to be removed. The sheath separated from the distal guide. The guide and body of the proglide were able to be removed. The sheath and footplate were lassoed and removed during surgery. The pci procedure was completed with a 14f sheath. A foot break was noticed on the proglide device; however, nothing remained in the anatomy. Hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure. Hospitalization was prolonged. There was no vessel damage noted. No additional information was provided.